Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and was not able to duplicate the alleged malfunction. The fse performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, while a patient was breathing, a ventilator was working but had 0 exhaled volume. The patient was transferred to an alternate ventilator. There was no patient harm reported.